Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this implantable cardioverter defibrillator (ICD) and associated right ventricular (rv) defibrillation lead exhibited shock impedance measurements of greater than 200 ohms. The shock configuration was confirmed to be appropriate for a single-coil lead, and the connection was rechecked, but the impedance issue could not be resolved. The physician elected to explant the lead and implant a dual-coil lead. The shock configuration was reprogrammed and the shock impedance measurement was tested. The measurement was within normal range. The procedure was completed successfully. No adverse patient effects were reported.